Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) repeatedly showed the same estimated remaining battery life over an extended period of time. The ipg was explanted and replaced with a new one. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.